Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient representative regarding a patient receiving an unknown drug via an implantable pump. The in dications for use was intractable spasticity. It was reported that the patient representative (caller) requested a manufacturer representative (rep) come to the patient's room in the hospital to interrogate the pump. The caller stated that the patient's caregiver brought the patient to the hospital's emergency room three days ago due to a 105 degree fever. The caller stated that the patient was admitted and 'they don't know what's wrong with them and they're trying to bring the fever down. Someone close to the doctor told me today that their kidneys are failing, or their kidneys are not working right, when I went to visit them today. They did an MRI and an imaging thing. The patient's nurse and caregiver were with me, and we've been trying to convince someone to have a rep come in to check the pump. Now they're complaining of abdominal pain and I really need someone to come here to check their pump.' The manufacturer's patient services specialist (pss) reviewed the rep role, provided national answering service number, and redirected to the patient's hcp. Additional information was received from the patient representative (caller). It was reported that a manufacturer representative came by around 11 to interrogate the pump and it was confirmed the pump is functioning properly. The caller stated that the patient was still having a temperature and had 'some kind of infection inside him, but they don't know what it is'. The caller inquired if the catheter could be infected or if the catheter leaking fluid could cause an infection. The caller stated that they didn't replace the patient's catheter at pump replacement because 'they examined the line and it seemed to be fine, so they didn't replaced it.' The manufacturer's patient services specialist (pss) redirected the caller to the patient's healthcare provider (hcp) and the caller stated that they already informed 'who filled the pump' and will work with hcps.